Event description:
(B)(6) 26, the patient called neuropace requesting information regarding a MRI. At that time the patient reported she had a dehiscence at the neurostimulator incision site and wanted to have an MRI. Neuropace has been unable to obtain details relating to the reported dehiscence. The patient's neurostimulator is currently in MRI enabled mode.

Manufacturer narrative:
(B)(4).